Event description:
It was reported that prior to a wound closure procedure the packaging was found partially opened. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.